Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and rising and the pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds along with high and rising pacing impedance. The rv lead was reprogrammed and will be monitored. No patient complications have been reported as a result of this event.